Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the circumflex artery. The 3.75 x 12 mm nc trek balloon was used for post-dilatation. During the first inflation, the balloon ruptured at 10 atmospheres (atm). The device was removed and the procedure was completed successfully with a new nc trek balloon. It was noted that the balloon was not soaked prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis, which confirmed the balloon rupture. Based on visual and functional analysis, as well as scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that preparation for use section of the nc trek rx instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating.